Event description:
The customer stated the dash power cord was "caught in smoke." The customer reported they were able to smell and see smoke. There was no fire associated with the power cord issue. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.